Event description:
Event description guidant received information that shortly after the implant procedure, a loss of capture was noted. An x-ray was done but, no visible lead dislodgement could be seen. The physician placed the lead in a new position with good pacing threshold and sensing measurements obtained. The loss of capture occurred again one day later, and again there was no visible lead dislogdement. The physician decided to explant the lead and to implant an active fixation.